Event description:
It was reported that the insulin pump had blank display. Customer' blood glucose was 145 mg/dl during the troubleshooting, customer stated that there were moisture bubbles in the insulin pump case where the reservoir but no leaks on reservoir. The customer was advised to monitor the insulin pump since there were no cracks or moisture exposure. Advised the customer that battery cap would be sent out. The customer also was advised that we would be waiting for parents to call back with new battery and continue troubleshooting. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.